Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided

Event description:
It was reported that lead attempted but not implanted due to under sensing after several repositions. No adverse patient effects were reported.